Manufacturer narrative:
(B)(4). Batch # 331a77. Concomitant medical products: cartridge: sr75 (lot # 327a96). Additional information was requested, and the following was received: could you please provide more details how device was removed/opened? The firing knob was returned to the home position, which allowed the device to be opened. Did the device eventually open? Yes, the device was eventually opened. Was there a change in the procedure? If yes, please explain. No, change in the procedure. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in the post operative care of the patient. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. The device was tested for functionality with the test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in an unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the ntlc stapler was fired and reloaded, however, during the second firing sequence the ntlc stapler was not attached properly, and the firing knob got stuck as it was not in the home position. The scrub nurse was not able to open the device and the device was actually fired. There was a 5-minute delay. They opened up a new stapler and the procedure was successfully completed with no fragments generated or patient consequences.